Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called from registered number stating they have talked to their doctor about their problem with the pain and they don't want to take it out so they were told to call the manufacture and get some help to turn it off, the doctor wants to see if they can do without it. During the call pt was successful to synch with their ins and turn therapy off. Redirected to continue working with their doctor.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  they've been having some pain around the area where the implant is. The patient stated it felt like it was rubbing and that it was painful when they bent over to pick something up and the pain was on and off, but it had been happening for "awhile," and this time it was worse than ever. The patient stated they just hated to go to the bathroom and to get up to go pee because they knew it was going to hurt when they went to move. The patient stated they would have to grab their mattress to pull themselves up. The patient stated when it was hurting them their leg on that side would buckle making it difficult to walk. The patient denied having had any falls or traumas that would have led to the issue. The patient stated maybe it was "too big or too small" in the pocket but it was roaming in the pocket, it felt warm to the touch and now it was getting worse. The patient stated they called because they wanted to know if there was anything that could be done to resolve it. Patient services reviewed the role of patient services on the call and redirected the patient to follow up with their managing health care provider to further address the issue. The patient stated they already told their hcp and the hcp said, "do you want me to take it out?" And the patient stated they told the hcp no. Patient services reviewed with the patient that it was still important to follow up with their hcp regarding the pain. . The patient also asked about the cable for the communicator sn (B)(6) because they thought the cable wasn't fitting into the communicator but after reviewing the appropriate cable with the patient, the patient was able to successfully plug the cable in and the communicator started charging the communicator. The patient also reported medical history that prior to getting the device or therapy, they had been seeing another physician who treated the patient for incontinence from coughing and prescribed the patient medication, but when the medication stopped working, they were referred to their current hcp and that was when the patient got the implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.